Event description:
It was reported that the customer experienced a rapid drop in the indicated battery charge of their device. There was no reported impact to the customer¿s blood glucose level. The wall adapter was replaced to address the issue, and the customer continued to use the pump for insulin therapy.